Manufacturer narrative:
Event is reported as 2019, exact date of post-operative screw breakage is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient was implanted with retrograde/ antegrade femoral nail (rafn) 9mm x 400 mm, and 5.0 mm locking screws (76mm x 1, 60mm x 1 and 32 mmx1). On (B)(6) 2019, the patient was readmitted due to the backed out 76mm screw. The 76mm screw was removed successfully. Post-op, when patient was doing physiotherapy and rehabilitation, patient started feeling pain again. Post-op x-ray was performed on an unknown date. The x-ray showed that the 60mm distal screw was broken, and this caused the nail to back out. The 60 mm screw remains in the patient. Patient has not returned for follow-up. Patient outcome is unknown. This report captures post-op breakage of 60mm distal screw while related complaint (B)(4) captures post-op event of backing out of 76mm screw. Concomitant devices reported: rafn nail (part number unknown, lot unknown, quantity 1), and 32 mm locking screw (part number unknown, lot unknown, quantity 1). This report involves one (1) 5.0mm ti locking screw w/t25 stardrive 60mm for im nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: upon review of the received x-ray, the complaint description can be confirmed that the locking screw is broken off. D11: corrected concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.